Event description:
Four pins were implanted on an unknown date for right shoulder fracture stabilization. On an unknown date, three of the pins were removed. The fourth pin migrated through the pleural space and penetrated the diaphragm and into the liver. Pt developed an empyema in the chest which was treated by surgical removal of the pin in 2000.